Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97755-svc lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they just got a replacement recharger and controller, but now, pt kept getting system problem rm03 after a few minutes of charging the ins. During the call, pt inspected recharger and controller port, but no damage was detected. Pt started a charging session and got recharging excellent, but after a few minutes, got system problem: rm03. Tss requested replacement controller from repair department. Additional information was received from the patient. The patient stated that they got their replacement controller and they insisted yesterday that the recharger was the issue but the controller was replaced and now they were getting the same rm03 code on their controller. Agent reviewed the meaning of the message. Patient confirmed that they were not charging in a warm environment. Patient was insisting that they had the same issue 6 or 7 times before since they had their ins and replacing the recharger resolved the issue for them. Patient was frustrated and asked if this is a common issue with the device for patients. Agent reviewed the meaning of the message again to the patient. Patient stated they were correct all along and the issue was with the recharger. Patient sounded like they no longer wanted to troubleshoot further and just wants the recharger replaced. The issue was not resolved. A request was sent to repair to replace the recharger.

Event description:
Patient (pt) called in and stated both controller (ptm) and recharging paddle (rtm) were replaced already months ago but pt was still getting the rm03 system problem whenever they charge the implantable neurostimulator (ins). Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, battery pack, and recharging paddle. Pt commented that the devices were physically okay but when they use the device it gives the error message. Agent had pt blew air into the controller port and wiped the rtm plug with clean fabric. Pt connected the rtm, pt then got rm03. Pt asked if sitting on a reclining chair would cause the issue, agent provided information. Agent asked if they were feeling any warm temp during the charging activity and pt stated no. Pt confirmed that the paddle over their underwear but there's no warm temperature going on while charging. Pt added that they always keep the equipment clean; they're not doing anything wrong but they kept getting the rm03 every time they charge; the error might appear after 30 minutes of charging or even earlier. Steps taken during the call did not resolve the issue. Ag ent informed the pt that the device will be analyzed; agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having problems again. Patient stated this is happening a lot when they are trying to charge the implanted neurostimulator patient reported seeing an error message system problem rm03 since saturday night patient stated this has happened before and they have had their recharger(rtm) cord replaced 6 or 7 times since implant. Patient verified one of the pins in the controller port is missing or bent since saturday and he can only see 7 of the 8 pins. . An email was sent to the repair department to replace the controller and the rtm cord. Additional information was received from patient. Patient called back stating they were sent a new controller and recharger, and when they try to pair to the controller to their stimulator, the controller just will not do it. Patient stated they tried over a dozen times to pair but it says cannot find device. Patient confirmed no device found. Agent had patient reset controller and confirmed patient was using correct equipment. Patient then reported no device found again. Patient pressed recharge and entered passive recharge mode with numbers 32-32-32. Patient repositioned and then saw 29-81-96. Agent asked, patient confirmed the implant is not flat within the pocket and does stick out more at the top. Patient then confirmed recharging excellent controller 90% and implant 40%. Agent advised for patient to recharge to 50% then continue with pairing process again. Patient asked if they can send back controller and recharger in same box. Agent reviewed information. Later, patient called back stating their ins battery was charged to 90% and wan ted to know how to pair the ins. During call pt went to the menu and verified in the about that the controller was paired to their ins already. Patient verified the date, time, and numbers were also set correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755-s, sn: (B)(6) returned for product analysis. Analysis found "recharge problem, cannot continue, call medtronic" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: patient product ID 97755-rfb. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient called back and reported receiving a "system problem rm03" message again. Agent reviewed the information. Patient became escalated and stated that they had removed and reinserted the battery pack 5-6 times but continued to receive the same message. Patient reported that the paddle felt slightly warm, despite not being in a warm environment, and stated that this issue had been ongoing and occurred while charging the implant. Agent instructed the patient to reset the controller and inspect the controller and recharger for visible damage; patient confirmed no visible damage. Agent initiated a recharging session, after which the patient again reported receiving the "system problem rm03" message. Agent reviewed the information. Agent sent a request to repair for recharger replacement.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back again repeating rm03 issue. Patient said they were still having the same issue they'd been having since the beginning and said they'd called about 8 times already and has gotten several replacements. Patient said they used to charge laying down, but has recently tried charging just sitting there and still gets that code intermittently. Agent reviewed equipment and call history and sent replacement battery pack request to repair. Agent redirected to hcp to address continued rm03 code if issue persists. Pt called back stating that they were supposed to receive a replacement battery pack today and they still haven't received the package. Agent reviewed delivery status from fedex website. Pt mentioned that they were having serious problem charging.